Manufacturer narrative:
(B)(4). During evaluation, contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. Unrelated to the complaint, the keypad was found to be peeling and torn near the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. The damaged keypad should be clearly visible and warns the patient to discontinue using the pump.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.